Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tah, bso, moschowitz enterocele repair and posterior colporrhaphy due to uterine procidentia, cystocele, rectocele and enterocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems and recurrence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/15/2015. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.